Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. It was noted that the aus was no longer working due to a pinhole leak in the cuff. The device was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Updates: block b3: date of event. Block d6: explant date.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. It was noted that the aus was no longer working due to a pinhole leak in the cuff. The device was explanted and replaced. There were no additional patient complications reported.